Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to pseudo pseudo-fusion were observed. Programming changes were made, which caused a problem with sensing the slow ventricular tachycardia. The patient was reported to have been experiencing pre-syncope. Programming changes, medication changes, and ablation were recommended.